Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and inspected all tip and plunger clamps in the problem area of the pipetter assembly. The fse adjusted the spring on the barcode reader. The instrument was inspected, tested without further problem, and returned to service.